Event description:
Baxter (B)(4) received a report that an infusor had reportedly overinfused during patient infusion. The device reportedly infused in 12 hours instead of the expected 48 hours. The flow rate was allegedly fixed at 5 ml/hr. The device was filled with a solution containing an unspecified analgesic drug. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed revealed that the shipping tab was not removed from the 5 ml pcm and the flow rate on the multirate control module was set to 5 ml/hr. Per standard procedure, the multirate control module was then set to 12 ml/hr and an accuracy flow test was performed on the sample for 9 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 22.7 ml/hr, normalized flow rate = 23.4 ml/hr, specification range = 19.8 - 24.2 ml/hr. Additionally, it was noted that the final volume dispensed from the pcm was 5.16 ml, which is within specifications (4.25 - 5.75 ml). The infusor and pcm produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was specifically identified; however, it was noted that shipping tab was not removed from the 5 ml pcm. According to the directions for use which was supplied with the product, "remove pcm shipping tab from pcm before connecting device to patient. Pull up on shipping tab to remove. Do not push down on shipping tab. Failure to remove shipping tab will cause continuous infusion and patient may receive higher than intended basal dose of pain medication."no repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.